Event description:
A patient reported that the tubing, a cadd® cadd® extension set, is leaking. The issue occurred while in use on patient and it didn't cause any injury. The patient changed to different tubing to complete the infusion.